Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. The first triclip xtw was positioned on the central anterior and septal leaflets (a/s). The tr was reduced from grade 4 to 2+. The second clip was to planned to be placed on the central posterior and septal leaflets (p/s). During device preparation of the second clip, one gripper did not move in sync with the other during the first attempt to lower the grippers. The clip was opened to 120 degrees, but the gripper did not fully move down to the clip arm. After one attempt to troubleshoot (lock and unlock the clip), the gripper moved as intended. The clip was positioned in the right atrium above central p/s. During gripper orientation, the septal gripper did not lower and stayed in the raised position. After three troubleshooting attempts, the clip was removed. Outside of the anatomy, the gripper did not move. The clip was replaced. The tr was reduced to grade 1.

Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). Additionally, the non-tactile gripper arm cover was observed to be caught/pinched by the harness (mechanical jam) and the gripper cover was observed to be bulky/loose (product quality problem) at that area. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. Based on available information reviewed and the results of the returned device analysis, the reported single gripper actuation issue and the observed bulky/loose gripper cover, appear to be due to the harness pinching the gripper cover as the gripper was able to be lowered once the gripper cover was released from the harness. A cause of the observed gripper arm cover being pinched by harness (mechanical jam), however, could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.